Event description:
Boston scientific received information that during a follow up visit, this device revealed a monitoring voltage of 2.55v and was nearing elective replacement indicators (eri). A decision was made to replace this device. There was concern that the battery depleted more rapidly than expected. There was no loss of therapy reported. A replacement procedure will be performed in the next few months. No adverse patient effects were reported.

Manufacturer narrative:
When this device has been removed and returned, analysis will be performed. Or should additional information become available, this event will be updated.